Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (restricted/ short posterior leaflet). The reported image resolution poor was associated with difficult visualization due to a previously implanted clip. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with a restricted posterior leaflet. The first clip was deployed successfully. A second clip was inserted and deployed. However, after deployment, it was observed it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted to stabilize the slda clip. Imaging was noted to be difficult throughout the procedure. The procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.